Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 513 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated for the high blood glucose with an older insulin pump. The customer was assisted with trouble shooting and the device passed all test functions. The customer did not return the product back for analysis.